Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: d8 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release the device was not returned for evaluation. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of the connecting tube, which caused the lever to break, preventing the tube from being connected. The external stress may have been caused by the user applying force in an incorrect direction. However, we could not conclusively identify a definitive root cause of the event. The event can be detected/prevented by following the instructions for use which state: preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of the connecting tube was broken. There were no reports of patient harm.